Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) was exhibiting oversensing. The ipg remains in use and reprogramming has been scheduled. No patient complications have been reported as a result of this event.